Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
While at the pharmacy, the customer received a blood glucose reading of 106mg/dl on the contour next link 2.4, retested on a pharmacy meter and the reading was 37mg/dl. The customer stated she kind of passed out like she was a little bit incoherent and confused. She was given glucagon. She went home and felt better. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.